Event description:
Same case as manufacturer's report # 6000093-2006-02228 it was reported that 290 days after implantation of a 3.0x32mm and a 3.0x12mm taxus express2 eluting stent, a de novo stenosis occurred. During the initial procedure, the target lesion was located in the mid and distal left anterior descending artery (lad). A pre-intervention stenosis of 80% was reported. It was not reported that the lesion was pre-dilated. A 3.0x32mm taxus stent was deployed at 16 atm in the "mid and distal lad." A 3.0x12mm taxus stent was deployed at 14 atm "just distal" and "overlapping" the previous stent. It was not reported that the stents were post-dilated. A post-intervention residual stenosis of 0% was reported. It was reported that the patient was "asymptomatic and hemodynamically stable at the conclusion of the procedure." There were "no complications." The patient presented 290 days after the initial procedure with angina, a "positive stress test," and a 90% "proximal narrowing " in the lad. Angiographic findings also revealed that the marginal artery had a 70% proximal narrowing and the posterior descending artery (pda) had a 90% distal stenosis. Given the patient's angiographic findings, the physician recommended the patient for CABG. The patient chose to consider the recommendations and follow up with his clinical cardiologist.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number of this stent is unk, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.